Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), no current code/category. The customer reported no adverse event. The event involved product(s) mmt-1715k. The customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. The customer reported the pump shuts off before reservoirs empty. No harm requiring medical intervention was reported. No product return is required for mmt-1715k.

Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, displacement accuracy test, and self test. No unexpected alarms or anomalies noted during testing. Unit was successfully downloaded using thus software. On adapt, no fatal or relevant alarms were noted. Pump was cut open to perform a visual inspection and found no moisture or physical damage. Test p-cap locked in place properly during testing. The following damages were also noted: missing display window/cover, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, serial number label missing, cracked case (battery tube), cracked case, partially broken retainer, cracked reservoir tube lip, and scratched case. In summary customer concern for no current code/category not confirmed. No device problem found. Scratches on pump case confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.